Event description:
Alaris pump large volume infusion of immune globulin that was ordered as 270 ml to run over a few hours (rate of 52ml/hr) infused in 1 hour. The pump was set appropriately, but bolused the medication. The pump was cleared first thing this morning, and the only other infusion in this module was 100 ml of methylprednisone. After the 270 ml bag was emptied, the volume infused read 164 ml, so minus the previous med, it is believed the pump had infused only 64 mls however the bag was empty. Patient was discharged with no injury noted due to this event.